Event description:
Boston scientific received information that during an attempted implant, high out of range pacing impedances and low r-waves, were exhibited following lead-device connection. The physician disconnected and reconnected the lead terminal pin; however the issue remained unresolved, resulting in the device being removed from the implant procedure. Another device was then successfully implanted. The attempted implant device is expected to be returned for analysis: the associated lead remained unchanged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected and all setscrews operated normally in both directions. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output. A series of electrical tests were also performed, and again normal device function was observed. Analysis could not confirm the reported allegations; the device has been archived as meeting specifications.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.